Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager fridge lock keeps failing. The customer stated that this malfunction caused a delay to the patient care and occurred while dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter addr 1: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the fridge lock keeps failing. The field service engineer adjusted the remote manager and replaced the micro switches on latch to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.